Manufacturer narrative:
(B)(4).it was reported that the customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The cse performed all the calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt). The device operated within the manufacturing specifications.

Event description:
It was reported that the ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported harm or injury as a result of the event. There is no report of death or serious injury associated with this event.